Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver had intermittent audio output. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of intermittent audio output could not be determined. A root cause could not be determined.